Manufacturer narrative:
The reported event of extensive water damage to the display and green fluid on the emergency backup battery (ebb) slot was confirmed via evaluation. The heartmate ii system controller (s/n: (B)(4) was returned for analysis with green fluid on the driveline/bulkhead connector. Upon powering on the controller, discoloration from fluid was observed on the liquid crystal display (lcd) screen. The backup battery cover was removed to inspect the ebb slot. Fluid ingress was captured on the ribbon cable, controller case, and serial number label. The system controller was disassembled in order to inspect the lcd. Fluid ingress was observed on the controller housing, printed circuit boards, power cable assembly, connectors, and ribbon cables. In addition, the lcd screen was covered in fluid ingress, verifying the reported event. The system controller underwent functional testing and passed without issue. The controller was connected to a mock circulatory loop and operated the system as expected for an extended period of time. The observed fluid ingress did not affect the functionality of the system controller. A root cause for the reported event was unable to be conclusively determined throughout this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The heartmate ii patient handbook (rev. C) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate ii patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s strain reliefs, and to obtain replacements if needed. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's primary system controller had extensive water damage to the display as well as green fluid all over the inside slot where the emergency backup battery sat. The controller was exchanged.